Manufacturer narrative:
A boston scientific technical services consultant documented and discussed the clinical observations with the caller who stated a revision procedure will occur in the near future. The root cause of the reported clinical observations was not identified and efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system had been exhibiting an increase in pacing impedance measurements and threshold measurements on the left ventricular (lv) channel. A red alert had recently been generated due to an impedance measurement greater than 2500 ohms. No adverse patient effects were reported.